Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a dim led was confirmed. The system controller (serial#: (B)(6) was returned for analysis and a log file was downloaded for review with events spanning approximately 11 days (on (B)(6) 2021 per time stamp). Events occurring on (B)(6) 2021 took place during lab testing at abbott. There were no events related to the reported event active in the log file. Pump operation was not affected. The system controller underwent preliminary and functional testing and performed as intended. A dim led was noted; however, this did not affect pump operation. The system controller was connected to the mock loop and was able to operate for an extended operation as intended. The root cause for the reported event was unable to be conclusively determined through this analysis; however, a corrective action has been implemented to address this issue. Incidental findings: green fluid ingress, conductor breakdown, bent pin on the backup battery. Heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate ii instructions for use (rev. B) section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial#: (B)(6) and the system controller was found to pass all manufacturing and qa specifications. The backup battery (serial#: (B)(6) was originally shipped with the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller was exchanged for safety concerns related to an extremely dim led.